Event description:
The customer reported via phone call that when he looks at his insulin pump screen, it looks like he is wearing dark sunglasses. Customer stated that it does not happen all the time but there are times where the screen is not visible and you can barely see the lettering of the words. Customer stated that the issue occurs when he is in the sun and the screen looks darker than usual. Customer ran a self test and the pump passed. Customer declined to replace the pump at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin passed displacement, rewind, and basic occlusion tests. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.